Event description:
The pt was scheduled for a right percutaneous nephrostomy procedure with stent placement. The pt was brought to the cath lab and placed on his stomach for his procedure. The radiologist came in and went over the procedure with the pt and he was prepped for the case. Using ultrasound, the radiologist placed a wire in the right ureter and then proceeded to place a stent made by boston scientific. The stent went in over the wire with no difficulties. After checking the position of the stent, the dr tried to remove the stylet from the stent. Several attempts were made. At that time, the radiologist used more force and at that time the stent broke, leaving a piece still in the pt. At that point, the radiologist contacted the urologist (the referring physician) to determine follow up care. The urologist came and consulted with the radiologist and they both agreed that the best treatment would be surgery and removal of the device. The radiologist talked to the pt and informed him of the problem and the pt agreed to go to the operating room and have it removed. The case was deemed emergent and the pt was taken to the or to remove the remaining piece of the stent. The procedure was performed and the stent was retrieved with no difficulty and the pt then returned to room post surgery.